Event description:
Dr noted that due to extensive calcifications, the entire balloon became dislodged from the catheter and was removed through the sheath. A fogarty catheter was then utilized for the remainder of the declotting. A small portion of the distal end of the fogarty balloon catheter broke off and was lost in the vessel. There was an intraoperative venogram and angiogram performed.